Manufacturer narrative:
(B)(4). The initial report had the incorrect information. Updated narrative information has been provided with this report.

Event description:
The customer reported via phone call that they required the assistance of emergency medical services and was transported to the hospital on (B)(6) 2020 for hypoglycemia and loss of consciousness. The customer¿s blood glucose level at the time of the event was unknown. The customer reported she has been experiencing hypoglycemia for 2 weeks. The customer reported that on (B)(6) 2020 her blood glucose was elevated, and she had to take a shot. Per the customer, the insulin pump is not alarming when she has a low or high sensor glucose. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. Auto mode was active at the time of the event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unresponsive and hospitalized due hypoglycemia and she was gray already when they brought her to hospital with an ambulance for treatment on (B)(6) 2020. Another blood glucose level was 266 mg/dl. The customer was assisted with troubleshooting. The customer was treated with hospitalization and emergency medical services was dispatched. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was over delivering. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with pillowing keypad overlay. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.